Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and a r-wave am plitude measurement issue. It was noted there were 1191 ventricular sics since the last session six days ago; the r-wave amplitude was variable with measurements from 0.875mv up to 21.625 mv. All measurements since week of (B)(6) 2015 have been less than 2mv. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited a high count of short v-v intervals and the r-wave sensing trend indicated a suspected sensing problem. The device was later reprogrammed. No patient complications have been reported as a result of this event.